Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure, had intermittent energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 25162245, 25162432, and 25162803 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.